Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was brought in for a routine follow-up, at which it was found that there was loss of capture on the right ventricular (rv) lead at maximum outputs and the sensed r-wave amplitude had dropped from 25 millivolts (mv) at implant to 4 mv. Fluoroscopic imaging did not reveal any abnormalities with the rv lead and impedance measurements were in-range and stable. Boston scientific technical services (ts) was consulted for further troubleshooting and advised to do a revision procedure. Subsequently, the rv lead was found to have microdislodged and was repositioned at a revision procedure. Lead measurements were within normal limits following the procedure. The rv lead remains in service and no additional adverse patient effects were reported.